Manufacturer narrative:
No blank display noted. However, unit received with constant e15 alarm, problem isolated to interface board. Unable to perform self-test and displacement test due to e15 alarm.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer's blood glucose level was unknown. The customer reported that the insulin pump had external flash crc error. Customer reported they were able to clear the alarm and rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.